Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 06jun2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the centrifugal control unit (ccu) went blank for about 15 minutes, and then came back on. There was no change-out, no delay, and no blood loss, and the procedure was completed successfully.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the configural control unit (ccu) display went black and then back on 15 minutes later. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.